Manufacturer narrative:
PMA/510k: 03dec2019. Date of report: 04dec2019. This event was resolved in-house by the customer - there was no on-site evaluation by the manufacturer. The customer first reported that their intent was to replace the power management printed circuit board assembly; then, they later reported that the device was repaired and returned to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06sep2019.

Event description:
The customer reported a ventilator with a speaker test failure alarm. There was no patient involvement/harm.